Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that resident fell out from the device during transfer attempt. The customer supervisor mentioned that the resident didn¿t like the sling across her, so they just wrapped sling around her body and her leg when using the maxi 500. After the event the resident sustained a headache on the right side. No other injury was reported. The arjo technician evaluated the device and did not found any malfunction. The arjo technician tried to recreate the situation which occurred at the facility and cannot duplicate the incident.